Event description:
It was reported that after an open left hemicolectomy, the gap setting scale marked 1.7mm and the device was used on the colon with no problem during use but oozing from the anastomosed site was observed in the 1st or 2nd postoperative day. The surgeon commented that there is a possibility that bleeding occurred because the deployed staples were formed loose. The amount of the bleeding was unknown. No blood transfusion as required. The patient was under the follow-up and oozing stopped spontaneously. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. The deployed staples were formed properly during use. His assistant commented there is a possibility that the staple height was high. No additional treatment was required to stop bleeding. No hospital stay was extended, and the patient was discharged from the hospital. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 05/17/2022. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was received: how was the post-op bleeding identified? No further information is available. Were there any issues with the device during the initial procedure? No. What were the indications for surgery? No further information is available. What is meant by gap setting scale at 1.7mm as there is no markings on the device? The gap setting scale marked approximately the staple height of 1.7mm. Did the patient receive any preoperative chemotherapy or radiation? No further information is available. What healthcare professional fired the device and what is his/her experience with the device? No further information is available. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? The gap setting scale marked approximately the staple height of 1.7mm. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? No further information is available. Were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? No further information is available. Was the green checkmark visible at the end of the firing? No further information is available. How many counter-clockwise revolutions of the adjusting knob were used to open the device? No further information is available. Was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? No further information is available. Were the donuts inspected? No further information is available. If so, please describe. Were there any issues noted with staple formation? Yes. If so, please describe the shape and location. The staples were formed properly. What was the pre and postoperative anti-coagulant and pain management protocol? No further information is available. Was the bleeding intraluminal or extraluminal? No further information is available. No further information will be provided."